Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient has history of a mastoid cavity and electrode wires are exposed. Reprogramming attempts were made; the patient is scheduled returning to the clinic in (B)(6) 2019.